Event description:
Patient (user) reported he acquired a routine urinary tract infection. He emphasized that it was not due to any defect or malfunction with the catheter. He said an infection now and then is routine for those who catheterize and didn't feel it was caused by the catheter. The patient was prescribed an antibiotic and has fully recovered.